Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the they experienced hyperglycemia. The customer blood glucose level was 500 mg/dl at the time of incident. Customer states the insulin pump stop working after doing the bolus and the insulin pump states motor error alarm. Customer was able to complete pump rewind. Customer stated they are unable to describe the possible damage to the drive support cap. The insulin pump will be returned for analysis.